Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine showing a positive tmp alarm during patient dialysis. The patient was reported kept on the machine, and the blood pump speed was changed from 150 to 500, while the ultrafiltration function was running but the patient was not being dialyzed. Due diligence attempts were exhausted, but additional information was not provided. A fresenius regional equipment specialist (res) serviced the machine and was unable to duplicate the issues. The res technician reported that the dialysate pressure, uf pump strike volume, and venous pressure were calibrated as precautions, and confirmed the machine passed functional tests.

Manufacturer narrative:
During an on-site investigation, a fresenius res was unable to duplicate the reported low positive tmp issue. Functional checks were performed and the machine passed testing. Due diligence was performed to obtain additional information regarding the issue/device status. To date no response has been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.